Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus yel 24ga x 0.75in qsyte non-pvc leakage at adapter tubing junction remove the indwelling needle immediately after implantation when fluid leakage is detected after the yellow safety valve is pushed out.

Event description:
Leak located at the junction of the tubing and adapter. No additional information provided.

Manufacturer narrative:
1. DHR review: 1. The batch number of the complained product is 4016651, is 24g and product code is 383717, produced on 2024 02, with a total of (B)(4) pieces in this batch. 2. Inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3. Check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. No samples or pictures were returned, the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the complaint trend of the defect.